Manufacturer narrative:
Occupation ni equals lay user / patient.

Event description:
The customer complained of two occurrences of questionable inr results from coaguchek xs meter serial number (B)(4). For one occurrence, the customer was comparing a recalled test strip, lot 334500, to the dade innovin laboratory method. For the other occurrence, the customer was comparing the inr result from the recalled strip lot to another strip lot, lot 36887121 expiration date of 31-may-2020. This medwatch will cover strip lot 334500. For information on strip lot 36887121 refer to the medwatch with patient identifier (B)(6). On (B)(6) 2018 at 3:20 pm the meter result using the recalled test strip lot 334500 was 5.0 inr and within 7 hours the laboratory result was 3.5 inr. On (B)(6) 2019 at 10:10 am the meter result using the recalled test strip lot 334500 was 4.3 inr. On (B)(6) 2019 at 10:15 am the meter result using strip lot 36887121 was 3.3 inr. The same finger was used for both results. The customer's therapeutic range is 2.5 - 4.0 inr. There was no allegation of an adverse event. The customer does not have hematocrit concerns, does not have antiphospholipid antibodies, is not on heparin therapy or direct thrombin inhibitors, no changes to coumadin dosage, no changes in diet, an no symptoms of bleeding or bruising. The customer had started taking aspirin and furosemide. The customer mentioned having a cough about a month ago. The investigation is currently ongoing.